Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 150cc saline prothesis, catalog #3501615, lot #5641908. Manufacturer¿s reference number: (B)(4). (B)(6).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation with mentor smooth round moderate profile 150cc saline protheses. The final fill volume of the prostheses was 150ccs. Bilateral deflation was diagnosed through ultrasound post procedure. As a result, device replacement with 330cc mentor memoryshape gel breast implants was performed on (B)(6) 2018. (See 1645337-2018-03351 for contralateral prosthesis report).

Manufacturer narrative:
On 7/31/2018 the product investigation revealed that the lot # of the impacted product was 5632318. The investigation of the returned device was completed by the failure analysis lab on 8/1/2018. Device evaluation summary: it was reported that a (B)(6) year-old patient underwent breast augmentation with mentor smooth round moderate profile 150cc saline protheses. Bilateral deflation was diagnosed through ultrasound post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately < 0.1 cm at the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the white material found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) of lot number 5632318 was reviewed on 8/3/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).